Manufacturer narrative:
D9 / h3 updated to indicate device was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a case the surgeon was drilling on the last screw for a t2 ankle nail. Upon x-ray it looked like the drill bit was not in alignment with the hole of the nail. Efforts by the physician to realign the drill bit to the nail hole left it bent and broken. The surgery was completed successfully. All the other screws were drilled in and this incident happened with the last nail. The broken drill bit was left in the patient. No surgical delay or additional medical intervention. The sales representative could not confirm that the drill hit the nail, but he believes it missed the nail entirely. Upon viewing the lateral x-ray, it appeared the drill was missing the screw hole in the nail. He believes at this point the surgeon pushed on the drill to re-direct it and the force caused it to break. The procedure was completed by not implanting a screw in the p/a screw hole. No replacement drill was used as that was the last screw to be implanted.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that during a case the surgeon was drilling on the last screw for a t2 ankle nail. Upon x-ray it looked like the drill bit was not in alignment with the hole of the nail. Efforts by the physician to realign the drill bit to the nail hole left it bent and broken. The surgery was completed successfully. All the other screws were drilled in and this incident happened with the last nail. The broken drill bit was left in the patient. No surgical delay or additional medical intervention. The sales representative could not confirm that the drill hit the nail, but he believes it missed the nail entirely. Upon viewing the lateral x-ray, it appeared the drill was missing the screw hole in the nail. He believes at this point the surgeon pushed on the drill to re-direct it and the force caused it to break. The procedure was completed by not implanting a screw in the p/a screw hole. No replacement drill was used as that was the last screw to be implanted.